Event description:
It was reported that there was an apparent lead fracture, and an insulation break which may have occured during generator change. The lead was capped. No patient complications have been reported as a result of this event.